Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer just received a new pump and the pump alarmed no delivery. The customer¿s blood glucose was 406 mg/dl. Troubleshooting was offered for the customer¿s high blood glucose and they declined. After no delivery alarm during basal/bolus/fixed prime troubleshooting, the customer was advised to change the entire infusion set system. The customer¿s blood glucose continued to rise to 423 mg/dl. The insulin pump and the infusion set will not be returning for analysis.